Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03383.

Event description:
Device 1 of 2- reference MFR. Report: 1627487-2018-03383. The patient has two leads. This report reflects inclusion of the second lead.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation after having suffered a fall. Diagnostics indicated multiple high impedance contacts. X-ray images confirmed the lead had migrated. Subsequently, surgical intervention was undertaken during which the lead was explanted and replaced. Stimulation was restored following the procedure.